Event description:
Procedure performed: gastrectomy. Event description: this is a complaint from the market. Please refer to the complaint sheet for investigation. Report from the sales rep: the valve was dropped into the body during the procedure. The piece was recovered from the body cavity. The case was completed with the new one. Additional information from sales rep: the septum and shield were dropped when it was taken out of the body. Initial investigation report: the event unit was returned to us and visually inspected. The septum and the shield were detached (pic.1). No visual damage was found in ddb. The unit will be returned to amr for further evaluation. Intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the returned unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal. Engineering also observed that a piece of the septum, an internal rubber component of the seal, had also separated from the seal. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: gastrectomy. Event description: this is a complaint from the market. Please refer to the complaint sheet for investigation. Report from the sales rep. The valve was dropped into the body during the procedure. The piece was recovered from the body cavity. The case was completed with the new one. Additional information from sales rep: the septum and shield were dropped when it was taken out of the body. Initial investigation report the event unit was returned to us and visually inspected. The septum and the shield were detached. No visual damage was found in ddb. The unit will be returned to amr for further evaluation. Intervention: the case was completed with the new one. Patient status: no patient injury.